Manufacturer narrative:
Bone marrow infarction. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 05-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was originally reported the first cooled radiofrequency ablation (crfa) was done in december and the patient did not get relief so a repeat crfa was performed in march. The 25g 3.5¿ spinal needles were used during the second procedure to mark where the crfa lesions were performed in december. Following the procedure, the patient continued to have pain along with a fever as noted during follow-up with the doctor. No evidence of neuritis or leg pain was noted. It was noted antibiotics did not help with pain symptoms. An magnetic resonance imaging (MRI) of the pelvis was performed in may showing enhancement of the ilium and sacrum on stir. The rf energy can travel to the spinal needles during lesioning if not removed. This could account for some of the increased pain post procedure but not the enhancement on the MRI. There was no previous MRI of the pelvis to compare. The patient was being sent for sacroiliac (si) joint aspiration and bone marrow biopsy. The physician's best guess without the biopsy is the had a precipitated bone marrow infarct. The patient did have hospital time and antibiotics after the procedure. The patient went for a biopsy. Additional information received 14-aug-2018 stated that this patient has had chronic pain and is a brittle diabetic. The patient admitted himself to the hospital four days after the second ablation with fever and chills. He had an elevated white blood cell (wbc) count. No infectious process was noted on the computed tomography (CT). On (B)(6) 2018 an MRI showed enhancement of right ilium and right sacrum. The infectious disease team was consulted and they performed a radioactive nucleotide study with CT (wbc tag study) which showed "no active infectious process." The patient continued to have pain so (B)(6) 2018 the patient had biopsy of the bone and MRI. The MRI showed improvement in the right ilium enhancement but no change in the sacral enhancement. The physician believes this enhancement was not pre-existing. Again the physician suspected bone marrow infarct and was waiting bone biopsy results for definitive diagnosis. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Additional information received 30-sep-2018 stated the physician followed-up regarding the patient involved in this complaint. He stated that the bone marrow biopsy showed a scar in the bone marrow so his conclusion was that a bone marrow infarct had occurred and his belief was that this was due to the radio frequency (rf) ablation. He said that the magnetic resonance imaging (MRI) showed continuous improvement in the previously enhanced areas so he felt there was no permanent damage as a result of the rf. He postulated that the patient's extensive osteoporosis may have contributed to this event. Although the patient continues to complain of pain, the patient's family member was quoted as saying that she thought the patient was complaining less than prior to the procedure. The physician followed recommended settings on the generator for both temperature and ablation time and that he did two cannula placements around each foreman. The marker needles he placed in the foreman were 25ga,3-1/2" needles per the training he received. He also mentioned that the pain management generator pmg has been used both by other physicians and himself since this event and has functioned properly and no other patient events have been reported. The clinical summary noted this appears to be an isolated, patient-specific event in which this patient, with multiple chronic and complex health issues, experienced an area of bone marrow infarct following an rf procedure. Although the patient experienced fever and chills post-procedure, an infection was ruled out. The patient continues to improve as shown by serial mris and the physician was satisfied that this event was an anomaly. The pmg has continued to work normally since this event, having been used by several different doctors with no reports of any patient events.